Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2018, the patient was diagnosed with suture irritation in the implanted eye. On (B)(6) 2018, the surgeon removed the suture. Patient was seen on (B)(6) 2018 and the implanted eye looked good. There was no defect or malfunction of the device associated with this event.